Manufacturer narrative:
The pump was received with a motor error alarm during the rewind. Another error alarm was also confirmed in the alarm history due to an out of phase motor encoder signal. Unable to perform the displacement, basic occlusion, occlusion, prime or no delivery tests due to the motor error alarm. The pump also had minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer indicated that the battery was changed and the pump worked fine but then received the error after a cannula fill. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error and found that the pump also alarmed motor position encoder error. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.